Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, and h11. The device was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site, who verified that all cabling and settings were correctly set up. The customer then reset their third-party boom/equipment that wiring/converters go through, and after resetting that equipment everything was working properly. The reported failure was confirmed, however found that the issue was not with the olympus device, but third-party equipment. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup and inspection for use, the video system center did not display any image. There were no reports of patient involvement.